Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. Failure analysis investigation noted that the tip cover accessory was returned with the mcs instrument. There was no specific allegation against the tip cover. A visual inspection was performed and the instrument tip cover was found warped due to thermal damage. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was noted to have scratches above the tip cover. The issue was noted before placing the instrument on the system. A backup instrument was used and the procedure was completed with no reported injury to the patient.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - upon further inspection, the thermal damage was concluded to have been caused by autoclaving the tip cover. There was no evidence of thermal damage due to arcing. Based on the additional information obtained from failure analysis investigations, this complaint is being reclassified from a reportable to a non-reportable event due to the following: there is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur.